Manufacturer narrative:
(B)(4). G2: foreign - the event occurred in china. E1: telephone: (B)(6). The customer has indicated that the product is in the process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a comprehensive shoulder arthroplasty, a size 11 humeral stem could not be advanced and became stuck intra-operatively. During the procedure, the humerus was reamed for a size 11 standard stem and rasped with a size 11 humeral rasp. The implanted size 11 prosthesis could not advance by approximately 1 cm and could neither be fully inserted nor removed. After approximately 2 hours of unsuccessful attempts to adjust or remove the stem, the proximal humerus was split to facilitate removal, and a size 10 stem was subsequently implanted successfully. The patient was implanted with a size 10 humeral stem successfully. Attempts have been made and no further information has been provided.